Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ventilator service required error code related to the internal battery was observed. There was no reported patient involvement. The manufacturer¿s service technician observed err_batt_low_state_of_health_int_li_ion, the internal li-ion state of health <= 50%. Full charge capacity (fcc) is less than 51% of the design capacity, the battery is still functioning and ac power can also be used; however, the battery is not functioning to specification, in the device's event log. The technician recommended replacing the device's internal battery to address the issue. No repair was performed. The device is not needed for inventory and was scrapped. No further investigation is warranted at this time. Additionally, during the evaluation of the device at the manufacturer's service center, the front and rear enclosures were found to be damaged. The enclosures would need to be replaced to address the issue. These findings are not related to the reportable malfunction/issue. No repair was performed. The device is not needed for inventory and was scrapped. No further investigation is warranted at this time.